Event description:
In 2009, the lay user/patient contacted lifescan alleging that her one touch ultralink meter was prompting an "error 4" message. The pt reported that the alleged error first appeared on the evening of the event. Prior to when the alleged error message started, the pt reported that she had become hypoglycemic while driving. After pulling over to the side of the road, chp attempted to test her blood glucose with the subject meter and that is when the "error 4" message began to appear. Chp then immediately contacted emergency services. Within 10 minutes, the pt stated that she was treated with a shot of d50 after her blood glucose tested at "28 mg/dl". The reported that she had successfully tested with the subject meter earlier that afternoon. At the time of troubleshooting, the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.